Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.154¿ from the base. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use with nothing found out of the ordinary. The issue happened as the surgeon was cutting. The surgeon believes what caused the issue is a quality problem. The issue with the instrument occurred about 5 minutes after the procedure started. The surgeon did notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. No fragments fell inside the patient from an instrument collision. The instrument was not removed before brakeage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved through the screen. No additional surgical procedures were done to remove the fragment. An ultrasound was performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was noticed to have the head broken. The fractured part had been completely removed and no fragment remained in the patient. The customer used a spare instrument to proceed with the procedure. A fragment fell into the patient and was retrieved in the same procedure. The procedure was completed.